Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance suddenly rose to high and undefined values. The lead also exhibited noise. It was suspected the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.